Event description:
Patient was revised to address pain. **update: litigation papers received (B)(4) 2013. Litigation alleges discomfort. Date of implant has also been provided. A liner is now being reported to address this allegation. The complaint has been updated on (B)(4) 2013.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Rejected. After review of the medical records for MDR reportability, this product has already been reported on (B)(4) as it wasn't revised until (B)(6) 2014. The product will be voided as it's a duplicate.

Event description:
Update rec'd 11/4/2014- pfs and medical records received. After review of the medical records for MDR reportability, the liner (3rd product) has already been reported on com (B)(4) as it wasn't revised until (B)(6) 2014. The 3rd product needs to voided as it's a duplicate. There is no new additional information that would affect the existing MDR decision.